Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address the implant breaking at the base.

Manufacturer narrative:
Examination of the returned implant by a depuy (B)(4) material research scientist confirmed the complaint; a fatigue crack initiated at the top right corner on the dorsal side of the fracture adjacent to the hinge body of the distal stem. A second fatigue crack initiated near the center on the palmer side of the fracture. Fatigue results from repetitive loading at loads exceeding the endurance limit of the material. Fatigue initiation on both the dorsal and palmer sides would indicate reverse loading was occurring on the distal stem. An additional large crack was detected on the dorsal side of the proximal stem adjacent to the hinge body. No material anomalies were detected at the crack initiation sites. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no additional reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.